Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, assisted in the process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to report back if any issues reoccur.